Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. In the complaint at hand the actuator partial detachment was observed when the arjo representative was at the facility. The circumstances of the bed damage were not released. However, analysis of the previous complaints indicates that the most probable root cause of the malfunctions was that the hi-low actuator, side rail and power drive handle were mechanically damaged. The actuator can be mechanically damaged if the bed¿s movement is interrupted by the obstacle, for example when it is placed under the bed. Such scenario could result also in damage of other parts of the bed, as in the complaint at hand. However, due to unknown circumstances in which the malfunction occurred, this hypothesis and exact cause of the claimed malfunction could not be determined. The citadel plus bed frame instruction for use (IFU 831.374-en) states to: keep all equipment, tubes and lines, loose clothing, hair and parts of the body away from moving parts, ensure that the pathway is clear of cords, hoses and obstacles before driving bed. Moreover, IFU indicates that the full test of all electrical bed positioning functions should be carried out weekly. The actuator was found to be detached, side rail and power drive handle were damaged. From that perspective, the device did not meet performance specifications. The device was not in use when the issue was observed. It was decided to report this case as the detected malfunction of the hi-low actuator results in the unexpected movement of the bed platform. No injury was claimed.

Manufacturer narrative:
The hi-low actuator is the component of the bed responsible for the high and low movement of the entire bed. The detachment of the actuator results in the bed movement to the trendelenburg/reverse trendelenburg position. The analysis of the root cause of the bed damage are ongoing.

Event description:
The arjo service technician informed that the actuator responsible for high and low movement of the citadel plus bed¿s platform detached from one side. Moreover, power drive handle and right-hand foot-end side rail were broken. Additionally, the left-hand foot-end side rail dedicated for enterprise bed frame was attached instead of side rail for citadel plus bed frame. . The circumstances of the damage are unknown. There was no allegation of the patient¿s involvement. No injury was reported. The photographic evidence provided confirmed the malfunction.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.